Event description:
Clinical study. Same case as MFR # 6000089-2004-00822. Five days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid left anterior descending (lad) with 80% stenosis and a 2.7mm reference vessel diameter. Target lesion 1(lad) was treated with placement of a 2.75 x 20mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the mid to distal right coronary artery (rca) with 50% instent restenosis with a discrete 75% focal edge stenosis. Reference vessel diameter was 3.3mm. Target lesion 2 (rca) was treated with placement of 2 overlapping taxus express2 8.8% 3.0 x 32mm stents. Residual stenosis was 0% following post-dilatation. There were no reported complications and the pt was discharged the following day. The intervention report notes the pt was prescribed plavix and asa. The pt was readmitted 4 days later complaining of prolonged symptoms of chest pain. EKG showed evidence of inferior wall transmural injury pattern. There is an indication in source documentation that the pt was noncompliant with all their medications, including plavix. Repeat cardiac catheterization revealed: lmca - normal, lad (target vessel) - no focal stenosis; stent widely patent, lcx - 50% mid stenosis, rca (target vessel) - totally occluded proximally, at the proximal edge of the stent. At the time of admission, the pt's EKG showed an inferior infarct. The pt was diagnosed with a q-wave mi. The pt underwent aspiration thrombectomy followed by ptca of the rca. Residual stenosis was less than 10%. The pt was discharged 5 days later.